Event description:
Caller reported a malfunction on pump, which caused customer's blood glucose level to exceed 500 mg/dl and display "high." Impact included elevated blood glucose, but specific value was unknown. Customer corrected high blood glucose through injection via manual delivery without needing third-party assistance. Technical support provided pump reset assistance, and malfunction did not recur. Customer was advised to continue using pump and reach out if issues persisted, which caller acknowledged and understood.